Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The unit was received with normal operating currents and no unexpected off no power or low battery alarms observed. Multiple boluses were programmed and monitored. No unexpected bolus delivery or delivery anomaly noted during testing.

Event description:
It was reported that the insulin pump over-delivered insulin. Customer has experienced hypoglycemia episodes. The blood glucose reading is 40 mg/dl. The previous blood glucose reading was 90 mg/dl. Customer has treated with glucose tablets. Customer has treated with orange juice. The blood glucose increased to 116 mg/dl. Nothing further reported.